Event description:
This case was reported by a consumer and described the occurrence of inability to conceive in a pt who received polident (aquafresh aquablast retainer cleaner) for oral hygiene. The pt originally called with a product availability question. A physician or other health care professional has not verified this report. The pt's past medical history included asthma, chest pain, dental problems and angina. Concurrent medications include an unspecified prenatal vitamin and aquafresh aquablast toothbrush cleaner. In february 2004 the pt started polident (oral). At an unk time after starting polident, the pt experienced an inability to conceive. The pt indicated that both they and their spouse are in good physical health and that they both have had fertility tests done and both are normal. The pt reported that they had had 5 miscarriages prior to starting polident in 2003. This case was assessed as medically serious by gsk. Treatment with polident was continued. The outcome of the event is unk.